Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the dexcom system stopped transmitting. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. The complaint confirmation was confirmed by the finding of a signal loss via data. A root cause could not be determined.